Event description:
Boston scientific received information that this patient's daughter contacted our company to report the patient had passed away and requested a device return kit for the funeral home. There were no allegations against the device functionality contributing to the patient's death; however, the caller reported some symptoms her mother had with the device implant. She stated the device was so large that it was uncomfortable for her to live with. It stuck out of her body about an inch and a half and became a problem when she would roll over on her left or right side. The patient was only comfortable on her back. The caller also reported that when the patient first got the device, she had received several shocks because one of the leads were not correctly attached. Once the physician corrected this, when the device did shock her appropriately, it caused her to bruise up. The device has not been returned to boston scientific.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device was later returned for laboratory analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Prior to decontamination, it was noted that all seal plugs were intact. Severed leads were returned inside the header, but appeared fully inserted and secure. Setscrews were in the down position and moved freely. And finally, the leads were able to be removed from the header easily. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.